Event description:
It was reported that during a thyroidectomy procedure there was difficulty venting the patient. There was a minor delay in the procedure as the emg tube was removed and replaced with another emg tube. The patient had a sore throat and temporary hoarseness due to re-intubation. The patient is currently doing well and has no issues.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was discarded by the user facility.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.